Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that there was an existing stent (unk manufacturers device) in the left anterior descending (lad). A promus stent was implanted successfully just proximal to the existing stent, and then they went in with this promus stent. An attempt was made to implant between the two stents; however, it became caught on the struts and dislodged from the delivery device. A balloon was used to inflate the dislodged stent inside the other stent, and the pt was fine through out the case. Several balloons from other company's were used. No additional event or pt info is available.